Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain and metallosis (cobalt) and loss of hair since her right hip replacement surgery on (B)(6) 2008. Patient had a revision on (B)(6) 2011.

Event description:
Patient called and stated that she has been experiencing pain, immobility, pain in her groin, back pain and metalosis (cobalt) and loss of hair since her right hip replacement surgery on (B)(6) 2008. Patient had a revision on (B)(6) 2011.

Manufacturer narrative:
An event regarding a recall query involving a hip sleeve was reported, however, the event of this serious injury was already reported in MFR# 9616680-2011-00609. Since this events adverse consequences were already captured and since reports for recall queries are not required, the initial MDR for this event did not need to be submitted.